Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325 cc saline prosthesis, catalog #3501650, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast reconstruction revision with a mentor smooth round moderate profile 325 cc saline prosthesis. Right sided deflation was diagnosed by a physician¿s visual examination post procedure. As a result, the device was explanted on (B)(6) 2018.